Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? Yes as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a prostatectomy the device started to fail until the tissue pad came off. A new device was opened and the procedure continued. The procedure was completed successfully. There were no patient consequences.